Event description:
It was reported that during the inspection before use, the cs100 intra-aortic balloon pump (iabp) unit was found to have helium leakage. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation,investigation findings and component codes), h10, h11. Corrected fields: d5, g2. A getinge field service engineer (fse) stated hospital found a third party to repair it. No more information was provided. If any pertinent information is available in the future, a supplemental report will be submitted. H3 other text : customer found a third party for repair.